Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/17/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: how did the suture break apart? Did the break into two separate pieces? No. Did the needle pull off from the suture? Yes. Did the suture fray? No.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2019. Investigation summary: it was reported performance pull off suture needle. An empty opened overwrap, an empty opened folder of product code w2881, lot # lj6334 were returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause of the performance - pull off suture needle; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿the suture broke apart¿.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event description. How did the suture break apart?; did the break into two separate pieces?; did the needle pull off from the suture?; did the suture fray? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture broke apart. There were no adverse patient consequences reported. No additional information was provided.